Manufacturer narrative:
A device inspection was not possible since the affected device was not returned. However, a picture of the device was provided, showing that the device is broken at one of its edges; therefore, the event can be confirmed. Nonetheless, the image lacks sufficient detail for a precise analysis. The root cause of the breakage cannot be determined without additional information, detailed views of the device or a proper device inspection. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Customer reported: gamma three component broken during use.

Event description:
Customer reported: gamma three component broken during use.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.